Manufacturer narrative:
(B)(6). This field does not apply, as this report references the navios flow cytometer system, all serial numbers. The field service engineer (fse) evaluated the instrument and replaced the sample pressure regulator resolving the problem. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
While servicing a gallios flow cytometer, a beckman coulter field service engineer identified the sample pressure regulator failed at about 9 months post instrument install. The field service engineer (fse) noted that the sample pressure began fluctuating and became unstable. No sample pressure error message was displayed. A blue laser warning error message was displayed but the unit did not stop. There was no leak associated with this event. The gallios flow cytometer is not an in-vitro diagnostic (ivd) instrument and is for research use only. This report references the navios flow cytometer system which is an ivd instrument and is similar in design and function to the gallios flow cytometer. The sample pressure regulator that failed and was replaced in the gallios flow cytometer is a common part on both the gallios and navios. There were no erroneous test results with this event. The instrument was used for research purposes. There was no death, injury or affect to user or patient treatment. Gallios flow cytometer part number a94292 with serial number (B)(4) was involved in this event. This gallios' instrument date of manufacture is october 15, 2013.